Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 1 device had not be properly secured by the user, and 1 device was missing components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the cot had insufficient retention force. There was patient involvement; 1 patient experienced pain, 1 patient experienced no consequences or impact.